Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, staff utilized two aex generators and three plasmablade hand pieces. Three adenoid tips melted and the wire broke. Staff also reported sparking from a tonsil tip. It is unknown which generator was being used when the sparking occurred, therefore both units are being reported.